Event description:
Complainant alleged that the medics were monitoring the heart rhythm of a patient (age and gender unknown), when the device fell from the street to the floor. The device then displayed a "bridge test failed" message. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.